Event description:
According to the notification, event happened at (B)(6). A patient was performed a surgical operation for tumor resection due to right tibial proximal's diagnosis of osteosarcoma in 2014. During medical examination in 2017, the doctor has suspected that the hinge on the joint of product (guardian tibial hinge base w/ rotational stop pin) might be fractured and also the patient has to undergo a surgical operation again.